Event description:
Could not advance filter. "Filter jammed in tube. Dr. Had access to jugular and used tweezers to push filter back into housing tube. Dr. Then tried again to push filter past junction and was successful in deploying filter to targeted location.